Manufacturer narrative:
No patient involvement. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to load a 12.6mm micl12.6 implantable collamer lens, -7.5 diopter, it tore. The surgeon reports that the lens was loaded in the same manner as all other icls using the recommended instrumentation. Backup lens and new injector used successfully. Nothing unusual occurred during the loading process. It's possible the surgeon may have pulled too hard/fast on the lens however the same loading process is followed in all cases. This occurred on (B)(6) 2019. There was no patient contact with the lens.